Manufacturer narrative:
The reported event occurred in (B)(6). It has been indicated that the product will not be returned to zimmer biomet, as its location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unk, unknown femoral head, lot #unk; item #unk, unknown shell, lot #unk; item # unk, unknown stem, lot # unk. Thorup, b., mechlenburg, I., & soballe, k.(2008). Total hip replacement in the congenitally dislocated hip using the paavilainen technique. Acta orthopaedica, vol 80 (3), pages 259-262. Http://www.tandfonline.com/doi/full/10.3109/17453670902876789.

Event description:
It was reported that a patient was identified in a journal article that a underwent a hip revision due to wear. Attempts have been made and additional information is unknown at this time.